Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacture representative reported that the patient underwent a battery replacement. The patient was implanted with one lead and it was unknown if they also had an extension implanted. During the battery replacement the impedance was checked and the manufacture representative noticed that all the impedances that were within normal range before the operation had high values. The physician decided to complete the replacement procedure. Following the operation, the manufacture representative programmed the patient to where the patient had good pain treatment coverage. The patient later contacted the manufacture stating that with a particular body position (ie. Bending), the stimulation was not perceived. No further complications were reported/anticipated.